Event description:
It was reported to covidien on 3/11/2009, that a customer had an issue with a feeding tube. The customer reported that the entriflex tube punctured the patient's lung and caused a pneumothorax. The institution has not replied to covidien's request for additional information regarding the product details, the patient's status and interventions required.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.